Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door issue, which was confirmed but could not be reproduced during the eval. The eval found the door hooks bent preventing the switches from being touched, which can contribute to the reported symptom. The door hooks and latch pins were replaced.

Event description:
It was reported that the spectrum pump constantly displayed the closed door message. It was also reported there was no pt involvement.